Manufacturer narrative:
Age at time of event: 18 years or older. Device was a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The totally occluded, 28x2.25mm, containing a significant >=90 bend target lesion was located in a severely calcified and moderately tortuous right coronary artery (rca). A 2.25x28mm promus element drug eluting stent was selected and advanced to treat the target lesion. The physician however, could not implant the stent because the strut of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned identified that the hypotube was kinked at 4cm distal to the strain relief. An examination of the crimped stent found that the proximal edge of the stent was lifted, resulting in the stent struts being misaligned. No other damage was visible along the crimped stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The totally occluded, 28x2.25mm, containing a significant >=90 bend target lesion was located in a severely calcified and moderately tortuous right coronary artery (rca). A 2.25x28mm promus element ¿ drug eluting stent was selected and advanced to treat the target lesion. The physician however, could not implant the stent because the strut of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.